Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient controller was not able to program the ipg to MRI mode due to high impedances. Troubleshooting was tried to no avail. Surgical intervention may occur later to address the issue.